Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 35 mg/dl. Customer stated they were driving at the time of the low blood glucose incident, but they were able to pull over and park in a parking lot. Customer also reported they were treated with a glycogen shot and juice for their low blood glucose. The cause of the customer's hospitalization was unknown. Customer also reported exposing their insulin pump to an x-ray machine. Customer's blood glucose was 117 mg/dl at the time of the call. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.